Event description:
The daughter of a (B)(6) female patient called into zoll lifecor customer support to report that her mother's batteries would not hold a charge. Support issued the patient replacement battery packs and a replacement charger.

Manufacturer narrative:
Device evaluation summary. Device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. Upon receipt, residue/corrosion was discovered in the charger connector. The residue/corrosion caused a short between two connector pins. The root cause of the residue/corrosion has not been positively identified, but was likely caused by liquid ingress. The source of the liquid is unknown. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger.